Manufacturer narrative:
The qws was inspected after the case, but the specific software/touchscreen glitch could not be reproduced. Device to be investigated on return to hq.

Event description:
During reduction of cpb flow to 1.0 lpm for cross-clamp removal, the touchscreen failed to respond while deactivating the cross-clamp timer. Initiation mode was inadvertently activated. The arterial flow control dial display switched to "venous occluder," and arterial flow remained below 1.0 lpm with the clamp being open. Attempts to deactivate "initiation mode" were unsuccessful. The circuit was manually clamped, the surgical team was notified, and the cp37 pump head was placed on emergency hand-crank to restore flow and map. In a final attempt, initiation mode was deactivated successfully, the pump returned to external drive, and the patient was successfully weaned from cpb. The qws was inspected after the case, but the specific software/touchscreen glitch could not be reproduced.